Event description:
It was reported that during a ladg procedure, after the firing, the device could not be released and another device had to be used to resect the site. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.